Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the ip bodyset,120-000xy, no leaked approximately "20ml" of remicade medicine during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "during the infusion of remicade medicine, approximately 20ml of medicine was spilled by the integra bodyset 120-000xy infusion pump unit (side ejector junction). I interrupt medication, isolate the area, inform the nursing supervisor and the pharmacist, and request a change of equipment. For continuity of treatment."